Manufacturer narrative:
D1 was revised.

Event description:
Additional information was received: light oozing around sheath after repo sheath advanced. Hemostasis obtained with manual pressure for 5 minutes. Profuse bleeding/hematoma from reposition site roughly 1 hour after repo sheath inserted just before transfer to stretcher for patient transportation. Physician tried to readjust angle with gauze, reapplied forward tension sutures, pushed blue suture hub further in. Physician cut wings off blue suture hub to advance in skin tract. Patient continued to bleed/hematoma. Decision made to explant device and implant other pump with peel away sheath left in.

Manufacturer narrative:
B5 (event description) has been provided. D4 (primary UDI number) has been updated. H3 (device evaluated by manufacturer?) Has been updated, since the physical product was returned and the pi has been completed. Hypotension: clinical details report that the patient's pressures tanked so they were put back on impella cp support. The cause of the clinical symptom cannot be determined as insufficient clinical details were provided. Low pump flow: clinical details report that pump flows suddenly dropped from 3.3 l/min of flow to 0.5 l/min, so ECMO was cannulated and a swan was placed. Later that same day, there was profuse bleeding from the access site. The pump was explanted due to the bleed. Data logs were reviewed, and the low pump flows were confirmed. While attempting to run at p-9, there was a significant drop in mc and flows. Flows were also abnormal while running at p-2 the rest of the case. During the time where pump flows dropped significantly at p-9, suction #73 triggered, indicating continuous suction conditions with low mc values. The ps was also abnormal throughout the case. At case start, it appears that the optical sensor had a 30 mmhg pressure applied during the calibration procedure, resulting in a shift down from that point forward, though the timing couldn't be confirmed as imc logs weren't available. There was also periods of very low pulsatility and dramatic shifts in the pressure readings. This could be explained by the report that the patient's pressures were unstable, however, it's unclear. Returned product was investigated and there were no visual abnormalities that would explain the low flows: no biomaterial, cannula kink, or impeller blade damage. The pump was connected to a console and run in a bucket, and pump flows were within target range for p-9. While running in a bucket, the ps readings were -20 mmhg, likely confirming the optical sensor calibration error. That being said, it was determined to be unrelated to the reported low flows, considering that suction alarm #73 is triggered purely based on mc values. Though it was confirmed that there was no deficiency of the product, insufficient clinical details were provided to determine the cause of the low flows, as no troubleshooting methods were provided beyond starting the patient on ECMO. For these reasons, the cause of the low pump flows could not be determined. Access site adverse event/major bleed/hematoma: clinical details report bleeding and a hematoma at the access site 1 hour after the repositioning unit was advanced. Several different methods were used to try and troubleshoot but none worked. This included adjusting insertion angle, applying new forward tension sutures, and shifting the placement of the repositioning unit in the access site. Acts at the time were unknown. Returned product was investigated and it was confirmed the butterflies were cut off of the blue suture hub. It was deemed to be unrelated to the cause of the access site bleed, as it was reported this was done to troubleshoot. No other abnormalities were noted with the repo unit. Since insufficient clinical details were provided, the cause of the access site adverse event could not be determined.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: impella cp sn (B)(6) returned. Hypotension: clinical details report that the patient's pressures tanked so they were put back on impella cp support. The cause of the clinical symptom cannot be determined as insufficient clinical details were provided. Low pump flow: clinical details report that pump flows suddenly dropped from 3.3 l/min of flow to 0.5 l/min, so ECMO was cannulated and a swan was placed. Later that same day, there was profuse bleeding from the access site. The pump was explanted due to the bleed. Data logs were reviewed, and the low pump flows were confirmed. While attempting to run at p-9, there was a significant drop in mc and flows. Flows were also abnormal while running at p-2 the rest of the case. During the time where pump flows dropped significantly at p-9, suction #73 triggered, indicating continuous suction conditions with low mc values. The ps was also abnormal throughout the case. At case start, it appears that the optical sensor had a 30 mmhg pressure applied during the calibration procedure, resulting in a shift down from that point forward, though the timing couldn't be confirmed as imc logs weren't available. There was also periods of very low pulsatility and dramatic shifts in the pressure readings. This could be explained by the report that the patient's pressures were unstable, however, it's unclear. Returned product was investigated and there were no visual abnormalities that would explain the low flows: no biomaterial, cannula kink, or impeller blade damage. The pump was connected to a console and run in a bucket, and pump flows were within target range for p-9. While running in a bucket, the ps readings were -20 mmhg, likely confirming the optical sensor calibration error. That being said, it was determined to be unrelated to the reported low flows, considering that suction alarm #73 is triggered purely based on mc values. Though it was confirmed that there was no deficiency of the product, insufficient clinical details were provided to determine the cause of the low flows, as no troubleshooting methods were provided beyond starting the patient on ECMO. For these reasons, the cause of the low pump flows could not be determined. Access site adverse event/major bleed/hematoma: clinical details report bleeding and a hematoma at the access site 1 hour after the repositioning unit was advanced. Several different methods were used to try and troubleshoot but none worked. This included adjusting insertion angle, applying new forward tension sutures, and shifting the placement of the repositioning unit in the access site. Acts at the time were unknown. Returned product was investigated and it was confirmed the butterflies were cut off of the blue suture hub. It was deemed to be unrelated to the cause of the access site bleed, as it was reported this was done to troubleshoot. No other abnormalities were noted with the repo unit. Since insufficient clinical details were provided, the cause of the access site adverse event could not be determined. Device history lot: device lot: 1863061. Device history batch: subcomponent: na. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
D.9 additional information was received that the pump was returned but the exact date is unknown. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient was brought to post-operative recovery following a primary percutaneous coronary intervention with impella cp support. After arriving to the recovery area, the patient became hypoxic, pressures dropped, the patient coded, and the decision was made to bring the patient to the cardiac catheterization laboratory. It was noted that when the impella cp was first placed, initial flows were 3.3 liters per minute (l/min). However, the flows decreased to 0.5 l/min. The patient was then cannulated for extracorporeal membrane oxygenation and a swan was placed. The patient was prepared for transport to another hospital. It was then noted there was a hematoma and profuse bleeding around the impella cp repositioning sheath. The physician tried to readjust the angle with gauze, reapplied forward tension sutures, pushed the blue suture hub further in, and cut wings off the blue suture hub to advance in skin tract. The patient continued to bleed and the hematoma was unresolved. The decision was made to explant the impella cp and replace it with a new impella cp. During insertion of the new impella cp, the impella sheath kinked from the hematoma created from the first implant. A 14f edward¿s introducer placed, but the impella cp was unable to get past the kink. A 14frx25cm sheath placed and the sheath kinked. The decision was then made to abort the impella cp. The patient outcome is unknown. This complaint involves one impella cp device and two introducers: pump 1, impella cp with serial number (B)(6). 14fr introducer with lot number s9153522, used with pump 1 impella cp with serial number (B)(6). 14fr introducer with lot number s9467412, used with attempted implant of pump 2, impella cp. This report specifically addresses impella cp with serial number (B)(6). Separate reports will be submitted for the other devices associated with this complaint. Refer to section h.10 for the related report numbers.